Manufacturer narrative:
The customer flushed the cartridge chemistry probes and changed the syringe plungers. Service was dispatched to the site to address this issue. The field service engineer (fse) performed performance verification testing and found the reagent probe was not washing properly. The fse cleaned the mixer wash stations and reran the carryover tests and the results passed. Controls were also executed with acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode appears to be a carryover issue caused by inadequate washing within the fluidics system for reagent handling. Associated mdrs: 2050012-2012-01711 and 2050012-2012-01725.

Event description:
The customer reported that suppressed and/or erroneously elevated triglyceride (tg) results, above the normal reference range for the analyte, were generated from a unicel dxc 800 synchron system over multiple days. This report represents the erroneous tg patient results generated on (B)(6) 2012 for two patients. Beckman coulter inc. Assessment of customer supplied data and customer supplied information indicated that the initial sample tg results were elevated and outside the normal reference range of the chemistry. Upon repeat on an alternate instrument, lower patient results were generated. For one patient the repeat result was within the normal reference of the chemistry, while for the other patient the result was lower but still above the normal reference range for the chemistry. A follow-up test for one patient on the original instrument also generated a tg result within the normal reference range of the chemistry. The customer also provided additional analyte results, however these results were not in question as part of this event. One of the erroneous tg results was reported out of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample collection/handling information was provided by the customer for this event.